Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c37x. Investigation summary: the analysis results showed that gst60b reloads (a, c, d) were received unfired, with the pan partially detached from the right side. Gst60b reload (b) was received unfired, with the pan partially detached from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: packaging device issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during pre-op to an unknown procedure, gst60b loads with bent trays upon opening to the sterile field. Upon further inspection, drivers appear to be missing from the cartridge deck. No patient involvement.